Event description:
It was reported that the patient diagnosed with kyphosis underwent a spinal procedure for implant of peek device via tlif at l3-4 and l5-s1 and for posterior fixation t11-l5. While rotating the peek cage in the l5-s1 disc space, the cage was broken. The surgeon removed most of the fragments and implanted another device with no further complications. No patient injury reported.

Manufacturer narrative:
(B)(4). This device is not approved for use in the united states; however, a like device, part number 9392509, 510k number k094025, is approved. The device has not been returned to the manufacturer for evaluation. Unable to determine cause of the event.